Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/09/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was peeling but all the buttons were responsive during the investigation. The keypad cover was opened and there was moisture found under the button contacts. The pump was opened and there were no intermittent conditions found on keypad flex connector. The investigation was unable to duplicate the initial complaint of an under responsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.